Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Three opened and used sensors were inspected and one was found with the cannula retracted into the sensor base. It could not be confirmed if the customer received the sensor in this condition due to it being returned used and opened. A bicarbonate buffer test was performed on the two remaining sensors and one of the two sensors failed due to low readings. The last sensor passed per specification with accurate readings. Both sensors were found with bent cannulas.

Event description:
Customer reported sensor errors, calibration errors, and a bent cannula on her sensor. Customer also mentioned that she had a high of 570 mg/dl yesterday. She stated that the high was not due to any insulin pump malfunction, but was due to her not bolusing correctly after eating. After several boluses and ten hours, customer's blood glucose was 110 mg/dl this morning. Customer follows proper sensor insertion methods. Customer has issues with the serter not releasing the sensor upon insertion. She was advised of proper sensor insertion and calibration methods. She is sending back the device for analysis. Customer's last blood glucose was 89 mg/dl. Nothing further reported.